Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. While the protective balloon sheath was not returned, a stretched shaft was noted to be likely due to the difficult to remove sheath. The reported difficulty visualizing the device under fluoroscopy was not able to be confirmed as additional testing indicated that balloon markers were visible under fluoroscopy. Functional testing confirmed the inflation difficulty. A chemical lab analysis revealed that nylon hydrophilic coating was not present on the balloon or shaft. Based on an expanded investigation, a product issue related to difficulty removing the protective sheath was noted. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions have been put in place to prevent further recurrence of this issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking of a 3.5x12 nc trek rx balloon dilatation catheter (bdc), the protective balloon sheath was difficult to remove. After prepping the 3.5x12 nc trek rx balloon bdc, it was advanced to an implanted non-abbott stent in the proximal circumflex coronary artery to perform post-dilatation of the stent, however, as the nc trek rx balloon was not visible under radioscopy, the balloon was not inflated while inside of the anatomy. The physician thought that there was a problem with the water mixture and contrast so the nc trek rx bdc was withdrawn from the anatomy and an attempt was made to inflate the nc trek rx balloon, however, the balloon inflated slightly at both ends, but did not inflate in the center. A 3.5x8 nc trek rx was used in place of the 3.5x12 nc trek rx, without issue. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided. It was also commented that it has been observed for an unspecified amount of time that the protective balloon sheath has been difficult to remove. There were no other reported device issues, no adverse patient effects, and no clinically significant delays for the previous occurrences of difficulty with sheath removal.